Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0 x 28mm drug eluting stent in a tortuous, calcified vessel in the left coronary system. When the stent was removed, the proximal portion of the stent had "unraveled." The damaged taxus stent was exchanged for another stent to complete the procedure. No patient complications were reported. Patient status is satisfactory.